Manufacturer narrative:
The reported observation of ¿no communication¿ was confirmed. Review of the implantable pulse generator (ipg) diagnostic logging was performed using the universal engineering programmer (uep) tool. It was confirmed the device was functional but would not communicate using the bluetooth option. Analysis on the implantable pulse generator (ipg) duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patient's ipg will not communicate with external devices preventing the ipg from providing stimulation. Surgical intervention may be pending to address the issue.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced. Surgery addressed the issue.